Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Mesh protrusion. Frequent urination. Additional information: the patient had a vaginal hysterectomy and left salpingo-oophorectomy concurrently with the mesh implantation. It was reported that due to mesh erosion and protrusion that caused pain, frequent urination, the mesh was removed on (B)(6) 2011.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.